Manufacturer narrative:
The customer¿s reported complaint of an over infusion of propofol was not replicated when testing the source device during the investigation. External inspection: the source pump module was received with the instrument seal missing. The sear, spring and hinges are intact and functional. Platen, posts/hinge, pins/springs buttons are all intact and not interfering with door operation. The door latch and the pivot latch screw are in good condition. The male iui showed signs of unidentified film contaminants on the connector contact pins. The female iui was observed with white dried residue. All inspected components were observed as bd manufactured parts. There were no other obvious issues or anomalies observed during the inspection of the source device. The incident set was not provided to enable to perform an inspection during this investigation. Based on log analysis results, the reported infusion on (B)(6) 2021 occurred between 12:53 am and 01:29 am. The total volume infused between this time was 1.85ml. Test results from the over infusion test method performed on the source device, consisting of a 1-hour rate accuracy test, demonstrated the pump module operating in specification. Sear functional testing demonstrated the pump module failing during quick open and slow open testing during 10 test trials. However, it should be noted that during testing the incident set was not in use and the sear may have engaged and activated the safety clamp fitment as observed with the rate control set in use. The root cause of the customer¿s experience with an over infusion was not determined as a result of this investigation. The source pump module demonstrated to be in specification and operating as intended device history review: a review of the device history record showed the device had a manufacture date of 03/08/2013. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Received a copy of the customer's report from alberta's health services which states, ¿malfunction in IV tubing discovered - a new bottle of propofol and new line was prepared and connected to the patient around 0100. Propofol was stopped at 0112 when patient's bp remained low after an initial drop, and the pump channel (serial#: (B)(6) was turned off as well. At 0200, writer noticed from inside the room that the propofol bottle was completely empty and the tubing was also empty to approximately 6 inches below the bottom of the IV pump channel. What was the level of harm? Harm or clinically serious adverse event". The customer confirmed the intended rate was propofol, running at 15mcg/kg/min, 1000mg in 100ml, and no changes were made to the rate. Duration is continuous, and volume to be infused (vtbi) was 100ml. It was later reported that the patient required norepinephrine for approximately 30 minutes due to the patient's blood pressure being in the 80s/40s due to the amount of propofol that was received. The patient returned to their baseline within 30 minutes of the event. The patient experienced minimal harm i.e. Temporary mild symptoms. When asked about what they meant when they reported "malfunction in IV tubing discovered", the customer stated "the tubing set was loading correctly into the channel, ahs suspects that the slide clamp did not pinch the line close when the door of the 8100 was closed". This event happened in the ICU.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information not provided. Although requested, the affected device has not been received

Event description:
Received a copy of the customer's report from (B)(6) which states, ¿malfunction in IV tubing discovered - a new bottle of propofol and new line was prepared and connected to the patient around 0100. Propofol was stopped at 0112 when patient's bp remained low after an initial drop, and the pump channel serial# (B)(4) was turned off as well. At 0200, writer noticed from inside the room that the propofol bottle was completely empty and the tubing was also empty to approximately 6 inches below the bottom of the IV pump channel. What was the level of harm?: harm or clinically serious adverse event"